Event description:
The customer contact reported the pump was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. The primary line of the pump was programmed to deliver integrilin at a rate of 9 ml/hr with a volume to be infused (vtbi) of 90 ml and the delivery was started. No further programming parameters were provided. After approx 45 minutes, the nurse returned to the room and found the pump delivering at a rate of 75 ml/hr with a vtbi of 77 ml. The delivery was stopped. The nurse noted "some bleeding" at the site of the pt's incision. The physician was notified. The pt's partial thromboplastin time (ptt) was 180 seconds. No medical interventions were provided. The pump was removed from clinical service. Therapy was resumed two hours later using a replacement pump. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.